Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 200-300 mg/dl. Customer declined troubleshooting with tandem technical support at this time. Reportedly, the customer cleared the alarm and resumed insulin therapy.